Event description:
Lysis treatment of right iliac artery. At the end of treatment, it was reported the catheter elongated and broke upon retrieval. The physician was able to retrieve the broken segment with a goose neck snare. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed. See scanned page.